Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reported the PICC was placed in the ankle vein of the patient and remained in place and functional for 54 days. It was noticed at this time that the PICC started to leak. The PICC was removed and another PICC placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.